Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, measured data was 2.3v, 12ua, 36 kohms. The magnet rate was at rrt at 62.8 ppm versus the programmed rate of 70 ppm. A subsequent interrogation revealed vvi mode with dashes (---) for most parameters and no pro- gramming was possible.